Event description:
Procedure: low anterior resection. Reportedly, after firing with endo gia, the anastomosis broke open. The tissue was not enough to cut so changed to the stoma by necessity. No further pt injury reported.